Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage.

Event description:
Customer's daughter called for customer's meter is getting results of 69mg/dl fasting that customer state is too low. The customer expected results 130mg/dl-145mg/dl fasting. Customer denies signs and symptoms of low blood sugar and denies the need for medical attention at the time of call. Caller states that if reads lower than 100mg/dl that it is too low. The product is stored incorrectly; in the kitchen on top of the fridge. The test strip lot manufacturer's expiration date is 6/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.